Event description:
An endurant ii aui was implanted for the endovascular treatment of a 50mm abdominal aortic aneurysm. A a short, conical, angled aortic neck was noted. It was reported during the index procedure the fabric line of the aui graft was deployed right below the lowest renal artery and the graft extended into the right common iliac. Upon the final angiogram a large type ia endoleak was observed. Multiple balloon inflations did not resolve the endoleak. The physician was made aware of the option of endoanchor placement to help resolve the endoleak but declined that option. The physician completed a "snorkel" repair, extending stents from the renal artery north parallel to a 32mm aortic cuff landing both proximally below the level of the sma. An angiogram showed that the type ia endoleak was still present. The physician then decided to complete the procedure, reverse the heparin and do a follow up scan.  As per the physician the cause of the type ia endoleak was due to the patients anatomy as a result of a s short, conical, angled neck which was not adequate for a good seal. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the type ia endoleak affected both the aui stent graft and the cuff. D6a: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.